Manufacturer narrative:
Results: the occlusion alarm function of the pump was tested and found to be working as expected. Each time an upstream or down stream occlusion was introduced, the pump alarmed as expected. Further eval of the pump event log showed an occlusion alarm had occurred indicating an occlusion had occurred. From the log file, we could also read that the prime function was used directly following this occlusion event. Using the prime function while without clearing an occlusion is against the instructions of use (IFU) as this will re-calibrate the occlusion parameters of the pump. The user quite likely tried to overcome the occlusion situation by using the prime function and did not resolve the occlusion as mentioned in the product ifus. Conclusion: the alleged complaint/defect could not be duplicated. The pump performed according to specification. (B)(4).

Event description:
Customer reported; the nurse set the dose to 100 ml and the rate at 100 ml/hr, when she came back an hour later, nothing had delivered. The set tubing had milk clogging the tubing. Pt injury or medical intervention: no injury reported.